Event description:
It was reported that the setscrew "slid" during insertion. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4). Hospital. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with sample m8 mas head found all set screws unable to be engaged.